Event description:
Pt was fitted for a pressary by the physician in 2004. 2 days later pt experienced pelvic pain and cramping. The following day pt returned to the physician and was prescribed estrace cream for one week. 9 days later pt returned for follow up and had continued pelvic pain, cramping and external irritation. Pt was prescribed temouate ointment.